Event description:
Further information was received from the neurologist's office, indicating that the cause of the patient's weight loss is unclear and they are in the process of obtaining a gi consult for other potential causes. The patient has been referred to a gi specialist and dietician. The patient's settings were changed to settings from (B)(6) 2019 which preceded the weight loss.

Event description:
It was reported that the patient began losing weight when normal mode output current was increased from 1.75ma to 2.25ma. The patient's doctor decreased normal mode output current to 1.5 ma for a trial period to determine the cause of the weight loss. No additional relevant information has been received to date.